Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had received numerous inappropriate shocks due to oversensing and changes in amplitude morphology. This all happened within hours of being implanted and having their s-ICD system optimized. Troubleshooting options are being discussed and the s-ICD remains in service. No additional adverse patient effects were reported. Please note: the model/serial and physician/facility information is currently being requested from the field.

Manufacturer narrative:
This supplemental report is being submitted as the model/serial information of the s-ICD, as well as additional event information, was provided by the field.

Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had received numerous inappropriate shocks due to oversensing and changes in amplitude morphology. This all happened within hours of being implanted and having their s-ICD system optimized. Additional information provided from the field indicated x-ray imaging showed air entrapment as the cause of inappropriate therapy. The next day, a follow-up was performed and all measurements were within acceptable range. Troubleshooting options were provided to the field and the s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had received numerous inappropriate shocks due to oversensing and changes in amplitude morphology. This all happened within hours of being implanted and having their s-ICD system optimized. Additional information provided from the field indicated x-ray imaging showed air entrapment as the cause of inappropriate therapy. The next day, a follow-up was performed and all measurements were within acceptable range. Troubleshooting options were provided to the field and the s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted as the facility information for the hospital in croatia was provided from the field. If pertinent information is provided in the future, a supplemental report will be submitted.